Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
An 8.5mm medullary reamer head broke during reaming. Surgeon retrieved all pieces except one small speck that was left in the patient. Surgeon used another reamer to complete the procedure.